Event description:
It was reported to philips that the device's 12-lead ECG shows only dotted lines and says rl off. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.